Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours the patients parent had noticed some black spots and scarring at the pod insertion site (leg). Once the pod was removed from the insertion site it was reported that there was a raised bump which once healed left a scar. As treatment, the patient applied a new pod.